Manufacturer narrative:
If implanted; give date: unknown, not provided. If explanted; give date: not applicable, there is no indication the lens has been explanted. Date of event: exact date is unknown, during (B)(6) 2021 is provided as a best estimate. Telephone number: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of the cartridge was bent. The issue was observed during implantation of the lens. No additional information provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: 2/10/2021. Section h3. Device returned to manufacturer? Yes . Device evaluation: complaint product was received. It was returned in its original packaging. Upon evaluation the plunger was in a fully advanced position. No assembly error and/or defect related to manufacturing process was identified. All the components were correctly assembled, and the pushrod looked centered. Lubricant material residues were not observed in the device. The lens got stuck at the cartridge tip and it looks torn. The tip of the pushrod is bent, and the cartridge tip is cracked, it could be related to handling by excessive force. The reported issue was verified; however, due to the condition of the sample returned it is not possible to determine if the reported issue is related to handling or to the manufacturing process. Based in the analysis product quality deficiency could not be determined. Manufacturing records review: the manufacturing records, historical records, and sample evaluation were reviewed for the product . The product was manufactured and released according to specification. A search revealed that no other complaints for this production order (po) number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review of section e in follow-up 1, the country was inadvertently selected as united states, however, the country should have been denmark. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.